Manufacturer narrative:
The reported field event of a stripped setscrew was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. During the procedure, the set screw of the implantable cardioverter defibrillator (ICD) was noted to be stripped. The ICD was explanted and replaced and the patient was stable throughout the procedure.